Manufacturer narrative:
The breathing hose system had been returned for investigation. It could be determined that the junction between tube and connector missed the glue that should intentionally have been used during assembly. The supplier checked the stock of finished goods and the and the in-process materials which resulted in no further finding of non-conforming materials. The assembly process is a manual one and, an operator failure is the likely root cause. Dräger is purchasing several articles from this supplier and, the over-all complaint rate is in the range of 100ppm which can be considered acceptable. When such disintegration occurs during use the basic device will alarm for disconnection. The source of leakage/disconnection is readily apparent to the user. The product is a hospital consumable i.e. Replacement shall be at hand immediately. This event was identified during a review of complaint files as a potentially reportable event. It is filed as a medical device report because it cannot be excluded that the peep wasn't maintained for a certain period of time which in case of recurrence at a critical patient, can result in necessity of medical intervention.

Event description:
It was reported that a connector at a breathing hose system suddenly came off from the tubing during procedure. There was no adverse effect to the patient's health reported.